Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony vled surgical light. While onsite, the technician was informed by user facility personnel that contrary to the reported event the paint did not fall on the patient or into the sterile field. The chipped paint was observed on the floor. The technician inspected the light and identified rust and paint chipping on several places of the spring arm. The unit was installed in 2012 and is not under steris service agreement. The user facility is responsible for all maintenance activities. Steris became aware of customers utilizing aggressive cleaning chemistries and practices, that in isolated incidents, could cause corrosion on the spring arms of the led585 and m-series lighthead spring arms. We are suspecting that the hospital is using heavier chemicals than prescribed in our operator manual leading to the rust evidence on the spring arm. The harmony vled surgical light operator manual states on page 1-3, "caution - possible equipment damage: always follow manufacturer instructions for concentrations and use of cleaning products." The harmony vled surgical light operator manual states on page 6-1, "caution - possible equipment damage hazard: do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." While onsite the technician counseled the user facility on the proper use and maintenance of the surgical light specifically, proper cleaning techniques. The user facility has requested that steris replace the spring arm. Once the spring arm is replaced, the unit will be placed back in-service.

Event description:
The user facility reported that during a patient procedure pieces of paint fell on a patient while moving their harmony vled surgical light. No report of injury. The procedure was completed successfully.